Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right bronchial artery using pod packing coils (podjs). During the procedure, while attempting to place a podj into the target vessel using a lantern delivery microcatheter (lantern), the physician determined that the podj was oversized and did not fit in the target vessel. The physician then made several attempts to retract the podj; however, resistance was encountered and subsequently, the podj unintentionally detached with half of the podj within the vessel and the other half within the lantern. Therefore, the physician removed the lantern containing the detached podj and then removed the podj. The procedure was completed using the same lantern and another podj. There was no report of an adverse effect to the patient.